Event description:
The hosp claims that the patch was implanted in 1999, for a left carotid endarterectomy procedure. On 12/21/1999, the pt was re-admitted to the o.r. For drainage of a left neck abcess, in which a large amount of group a [strep] was found. The infection was treated with antibiotics (type unknown). The patch was left in. The pt is fine.